Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'constant upstream occlusion' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'constant upstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration of upstream sensor. The upstream sensor will be calibrated to correct the reported problem. During evaluation, the reported problem of "higher flow rates"was not reproduced. Flow rate testing was performed and the device had passing results. A review of the event history log (ehl) revealed no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant upstream occlusion and higher flow rates. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.